Manufacturer narrative:
No information for date of event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative and a consumer regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient reportedly had an infection which required all implanted equipment except for the lead on the right side to be explanted on (B)(6) 2017. On (B)(6) 2017 a new extension and neurostimulator were implanted and connected to the existing lead on the right side. No other information is known with regards to the cause or troubleshooting steps with this incident. The issue is reported to be resolved at the time of the report. No further complications were reported or anticipated with this event.